Event description:
They tested on the device with a result of approximately 130mg/dl. He states that he tested a half hour later with a result of 244mg/dl and changed to a different vial of strips. Three minutes later he tested at 87mg/dl. No adverse event rpeorted, no treatment received. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.